Event description:
It was reported to baxter that a flogard infusion pump had a failure of channel a. Process step is unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). During visual inspection it was found the air in line alarm was out of calibration. For corrective action, the air in line sensor was calibrated. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump in which channel a does not function was confirmed as an air in line alarm and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be an out of calibration air in line sensor. The air in line sensor was recalibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.